Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were on their second arctic sun device, and both have been shutting off mid therapy. Verified via event log there have been no alerts or alarms. Nurse did note that radiant warmer was plugged into the same outlet as device. Advised that the two devices might be pulling too much power from one outlet. Plug device into a different outlet. Called back and confirmed device was working.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A root cause could not be definitively identified. Verified via event log there have been no alerts or alarms. Nurse did note that radiant warmer was plugged into the same outlet as device. Advised that the two devices might be pulling too much power from one outlet. Plug device into a different outlet. Called back and confirmed device was working. A DHR review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. Based on the results of the investigation, no additional actions are needed. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were on their second arctic sun device, and both have been shutting off mid therapy. Verified via event log there have been no alerts or alarms. Nurse did note that radiant warmer was plugged into the same outlet as device. Advised that the two devices might be pulling too much power from one outlet. Plug device into a different outlet. Called back and confirmed device was working.